Manufacturer narrative:
The insulin pump was received with unresponsive up button due to flattened dome switch. The keypad connector was inspected and no anomalies noted. Device had minor scratches on lcd window and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that the up arrow button on the insulin pump does not respond. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 443 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.